Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs. However, during the pre-fill reservoir test found one of the two transfer guard needles loose and unable to pre-fill due to the transfer guard needle not parallel to the transfer guard body axis. The reservoirs were found to have no air bubbles, no leaks and not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose was 306 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the ambulance came to treat. The customer declined to troubleshoot. The reservoir will be returned for analysis.